Manufacturer narrative:
One device was received for evaluation. The device had not been in for service in the past 12 months. As a result, the reported issue was confirmed through visual testing. The downstream occlusion (dso) seal was replaced as a preventative measure.

Event description:
It was reported that the downstream occlusion (dso) v-sensor seal defective'. There was unknown patient involvement.